Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve a right hemisphere ischemic stroke was noted secondary to the valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was obtained with the patient's clinical patient ID. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.